Manufacturer narrative:
Satisfactory results were obtained with retained gel cards from lot # 071907037-25 with known d donor samples. No definitive root cause was determined for the negative results obtained in (B) (4) 2007 at the customer site. The gel cards performed as expected using retains. The customer's complaint was not confirmed. Sample mix-up, red cell preparation techniques and omission of test samples may contribute to false negative reactions. (B) (4).

Event description:
The customer indicated a pt was typed as d negative in (B) (6) 2007. However, the pt was recently re-typed in (B) (6) 2008 using an alternate lot of gel cards and tube method and confirmed the pt was rh positive. A false negative result in anti-d may lead to misclassification of a pt's rh phenotype.